Event description:
Information was received (via a manufacturer representative) from a healthcare professional regarding a patient with an implantable receiver. The patient was getting good stimulation of the low back and bilateral leg before a fall. Since then, he has felt no stimulation and had a lack of therapy despite several attempts to use it. The clinician programmer would not communicate with battery, but it was clarified that the internal part of the system could not be interrogated with the clinician programmer. It was recommended to try programming but the lead might have been damaged during the fall causing a lack of therapy. The implantable receiver was to be replaced with a non-rechargeable implantable neurostimulator (ins). It was advised to test the old lead before the battery replacement due to the unknown if the lead or ins is faulty due to the patient having a fall from a set of ladders at great height.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional via the manufacturer representative. The reason for the revision was related to a device issue. The patient fell off a set of ladders at a great height, and the stimulation stopped working. The contributing factors included the patient falling off a set of ladders at a great height. The patient was hospitalized due to the injury. The date of the revision was not set yet.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional via the manufacturer representative. It was reported the revision had not yet occurred but the ins stopped working due to the patient fall. In regards to the symptoms the patient experienced, it was reported the system stopped working after the fall. They are awaiting the date for the new system to be fitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The date for explant and the new implant was (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional via the manufacturer representative reported that a whole new system was implanted on (B)(6) 2017. There was no information regarding the model and serial/lot numbers of the lead and/or extensions involved. The devices will not be returned for analysis as the customer destroyed the products. (The whole system was explanted and the extensions and lead were cut to remove.)